Manufacturer narrative:
Investigation results: visual investigation: based on pictures provided, the trocar is broken in several parts near the distal end. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 1(5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a manufacturing-related failure. Specifically, it is assumed a manufacturing, a design related or a combination of multiple factors. Based upon the investigations results a CAPA was initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek117su - disp.trocarsleeve 5/110mm thread.w/o tap. According to the complaint description, the trocar broke during use. During nephrectomy surgery, the trocar 5mm broke in five parts; parts were found in patient. There was an unspecified delay. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).